Event description:
The lead was returned with a report of 'malfunction'. During additional follow-up, it was reported the lead had high impedance and a fracture. However, due to excessive scarring, a new lead could not be placed. While waiting for another lead, the patient died. The cause of death was reported to be an ischemic event with electro-mechanical dissociation. A 3500a report stated the patient was scheduled for replacement in the cath lab, but she died before the procedure began, within 90 minutes of the lead extraction. An autopsy was not performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model,-mfgr device and pt codes used. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed. The conclusion code has been changed from what was previously reported. The lead was returned with a report of 'malfunction'. During additional follow-up, it was reported the lead had high impedance and a fracture. However, due to excessive scarring, a new lead could not be placed. While waiting for another lead, the patient died. The cause of death was reported to be an ischemic event with electro-mechanical dissociation. A 3500a report stated the patient was scheduled for replacement in the cath lab, but she died before the procedure began, within 90 minutes of the lead extraction. An autopsy was not performed. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of.